Manufacturer narrative:
(B)(4): the reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ultraeasy meter was reading inaccurately high compared to another device. The complaint was classified based on additional information obtained from the patient during a follow-up call by a customer service representative (csr). The patient tests between four to five times a day and manages her diabetes with metformin (500mg twice a day) and insulin (type and dosage not specified). The patient's normal blood glucose range is "7.8mmol/l" and usually administers 8-9 units of insulin based upon her blood glucose reading with the subject meter. The alleged issue reportedly began on (B)(6) 2013. According to the patient she was obtaining blood glucose readings of "9. Something" throughout the day. The patient's action in response to each of her readings (throughout the day) are not clear; however, at lunch time the patient reportedly administered an increase dose of 10 units of insulin in response to her reading of "9.0mmol/l" with the subject meter and then consumed her lunch. At an unspecified later that evening, the patient reportedly had collapsed and fainted. According to the patient, she does not recall making any changes to her diabetes management, activity level, or food intake that could have contributed to her symptom. After the onset of her symptom, the patient's daughter reportedly contacted the emergency medical services (ems). The patient indicated her daughter did not attempt to test her blood glucose with the subject meter since she had collapsed. According to the patient, at an unspecified time later she obtained a blood glucose reading of "2.8mmol/l" with the ems's meter and was soon after treated with glucose table/glucose gel. It is not clear when the patient's symptoms abated; however, the patient denied receiving any additional treatment. At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter and noted that the blood glucose results were from the approved (per owner's manual) sample site. Replacement products were sent to the patient. The test strips involved with this complaint has been returned on (B)(4) 2013 and evaluated by product analysis (pa) on the same day with the following findings: the test strips passed testing with no faults found. Lifescan (lfs) has requested the return of the meter for evaluation. If the meter is returned lfs will evaluate it and inform FDA of those findings in a supplemental report. This complaint is being reported because, the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.